Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing. The device was interrogated to review the episode, but no programming changes were made. It was noted the rhythm was a broad complex tachycardia with double counting. No adverse patient effects were reported outside of the inappropriate shock. The device and electrode remain implanted and in service.